Event description:
It was reported that there was a right atrial (ra) lead warning in unipolar mode due to oversensing/noise. It was also reported that the ra lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2011. (B)(4).